Manufacturer narrative:
A large dicom file was supplied in place of a physical device evaluation. The dicom file consists of multiple angiographic runs of the fred procedure (10/21/2021), and of MRI imaging performed after the procedure on (B)(6) 2021. The angio done before the stenting shows a wide-necked large aneurysm of the anterior wall of the intracranial right ica, just distal to the origin of the ophthalmic artery; no measurements are shown. Subsequent images show a microcatheter being navigated from the proximal ica, through the aneurysm (so-called "around the world" technique) and distally into the mca. Later, a second microcatheter is placed in the aneurysm and a single coil is partially deployed, while the fred deployment is begun from the distal ica (between the origins of the a1 and m1). The distal end of the fred is then retracted to the very distal ica. Subsequent images show the coil has been removed and the fred is completely deployed, with its proximal end situated at the anterior carotid siphon genu; the stent appears to be completely open. A later image shows a microcatheter et the petrocavernous junction with a microguidewire in the proximal aspect of the fred. A final full head ap and lateral ica run show the fred in the previously described position; it appears to be fully opened. There are no distal emboli and there is mild stasis (expected) in the aneurysm. The images do not appear to show the failure of the opening of the first stent, or of the snare manipulation of the second stent described in the procedure report. Multiplanar and multi-sequence MRI/mra shows expected artifact from the fred, slow flow in the aneurysm, and no distal infarcts or "hits".

Event description:
As reported through the clinical study frits, after detachment of a flow diverter, the proximal end of the stent did not unfold sufficiently. Therefore, manipulation of the proximal markers was performed with a microsnare, which resulted in complete deployment. After manipulation, significant stasis in the aneurysm was observed. The event outcome was that the condition resolved without sequelae. The patient is asymptomatic. The patient was discharged on (B)(6) 2021 with an mrs score 0.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis; procedural images were not provided. Therefore, the alleged product issue cannot be confirmed.